Event description:
On (B)(6) 2015, lay user/ patient¿s reporter contacted lifescan (lfs) and alleged their ot ultraverioiq meter had a testing in settings mode issue. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged the issue began on (B)(6) 2015 at 11pm. It is unknown if the patient made any changes to their usual diabetes management regimen in response to the alleged product. The reporter claims the patient developed symptoms of low blood sugar; the reporter did not recall how much time had passed from start of product issue to symptoms developing. The reporter alleged the patient was treated by an emergency room (ER) hcp with food and/or drink on (B)(6) 2015 between 11 and 12pm. The patient blood sugar was also taken however the reporter did not recall the result. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used. The cca walked through a retest with the reporter and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported as the patient was treated in the emergency room for an alleged low blood glucose excursion after the alleged product issue began. In addition, there is no evidence that the subject meter malfunctioned.